Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient reported that the blood glucose (bg) on (B)(6) 2012 was 3.4mmol/l at 6:00am and 6.3mmol/l at 7:00am after drinking a "glucose drink"; she denied signs or symptoms of hypoglycemia. At about 8:00am she reported that she was driving, blacked out, and hit another car. According to the patient, emergency personnel tested her bg at 1.8mmol/l and began a glucose infusion. She stated that she was transported to the hospital and released several hours later with bg 17mmol/l and on insulin injections for bg management. On (B)(6) 2012, the patient reportedly resumed to insulin pump therapy and remained on this pump until near the end of (B)(6) (date unknown). The patient denied a history of hypoglycemia or hypoglycemia unawareness. She reported that bg readings prior to the accident were between 8.7 and 23.8mmol/l. The patient reviewed the pump with customer technical support (cts) and confirmed that the time and date were incorrect; she claimed that the battery was removed several days prior. According to the pump history, these settings were correct prior to the battery removal. The patient confirmed that all basal and bolus settings and deliveries were correct, before and after the accident. There were no relevant alarms in the history nor any allegations or evidence of pump malfunction per review with cts. There was evidence from the prime history that the patient entered and delivered prime amounts that exceeded expectations. The patient said that she changed the infusion set at 6:57am on (B)(6) 2012. The prime history indicated that the patient primed 19.6 units and 9.9 units, and filled the cannula 0.10 units at 6:48am (prior to the set change), and primed an additional 19.0 units and 19.2 units at 6:57am; the patient said she did not know why she primed 4 times. The history showed an additional prime at 7:00am of 19.2 units and fill cannula of 0.10 units; the patient confirmed that she changed the infusion set a second time. The patient adamantly denied that she was connected to the infusion site during these prime events. There were no other insulin deliveries recorded for (B)(6) 2012. The patient said that her physician decreased the basal rates and there have been no further reported hypoglycemic events. This complaint is being reported based on the following conclusion: the patient experienced a severe hypoglycemic event that cannot be explained at this time. There is the possibility that the patient was attached to the infusion site during multiple priming events and received unintended insulin.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found with the pump but a high calibrated force sensor was found during testing. The pump was exercised for 29hrs and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Current black box data shows typical usage alarms and warnings occurring. Review of the tdd basal delivery shows pump was delivering accurately up until the reported event date.